Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultra 2 meter was displaying a message of error 1. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the meter issue began at 9am on (B)(6) 2016. He stated that he manages his diabetes with oral medication, diet and exercise, and denies making any changes to his usual diabetes management regimen in response to the alleged meter issue. The patient reported that 2-3 hours after the alleged meter issue began, he developed symptoms of ¿headache, tiredness and weakness¿. The patient stated that whilst at a doctor¿s office visit, on (B)(6) 2016 at 12 noon, he had a blood glucose test on the doctor¿s meter and obtained a result of ¿550 mg/dl¿. He reported that in response to the symptoms and high blood glucose reading he was commenced on metformin 500 mg twice per day and glibenclamide 5 mg once per day. No other/further medical intervention/treatment was reported. At the time of troubleshooting, the csr noted the patient was not using the meter for the first time. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.